Event description:
Bladder resection; complete total cystectomy. -- slc55b dlu recognized by pc; closure accompanied by high pitch motor noise; "failed to close" indication on pc; repeated previous steps. --changed flexshaft. --dlu recognized by pc; closure commenced with similar outcome. --third application resulted in partial closure with adequate staple formation. --used competitive device effectively; hemostatsis achieved. --used slc55b across very thin walled small bowel and similar message displayed, "failed to close". --patient had significant blood loss (4 units) from trauma associated with excessive manipulation. Blood loss from internal iliac artery and vein, and dorsal vein. Vascular surgeon called in to assist.